Event description:
It was reported that the patient had the artificial urinary sphincter removed due to fluid loss from a hole in the pressure regulating balloon (prb) resulting incontinence. A new artificial urinary sphincter was implanted. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The pump and cuff components were visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump or cuff. Inspection of the remainder of the device revealed no damage or irregularities. The balloon component was visually inspected, microscopically examined, and tested for leaks. A pinhole tear was identified in the balloon shell during visual examination. The balloon damage appears to be consistent with avulsion and fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported hole/perforation causing fluid loss from the balloon component. This damage would affect the functionality of the device and would therefore be the most probable cause for the reported urinary incontinence issues. Based on the information available and analysis results, the reported device allegations of a hole/perforation and mechanical issue were confirmed and could result in the reported clinical event of urinary incontinence.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to fluid loss from a hole in the pressure regulating balloon (prb) resulting incontinence. A new artificial urinary sphincter was implanted. No further patient complications were reported.